Event description:
Healthcare professional reported, right-side "intense pain + burning" and per imaging findings, capsular contracture baker grade unknown, "thin liquid sheet contours the right breast implant without pathological significance" and cysts- which has been assessed as not device related. The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Capsular contracture, baker grade iii.